Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A supply bag disconnection is a known cause of this alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while performing peritoneal dialysis, a home patient (hp) had received a system error 2240 (air in set) alarm on a homechoice (hc) machine during dwell two. The caregiver (cg) stated that one of the supply bags became disconnected. The technical service representative (tsr) assisted the cg in clearing the alarm and in ending therapy. The tsr advised the cg to start over using new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.